Manufacturer narrative:
Philips service planned the replacement of the geometry pc but did not confirm completion. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the geometry pc intermittently failed to boot during service on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.